Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. In the third-party service center, it was observed that missing left door panel and it was replaced, top buttons were cracked, cracks by ambient light sensor and it was replaced, scratched ui panel and it was also replaced.

Manufacturer narrative:
H3 other text : third party service center.